Event description:
A customer reported that during cataract surgery while using an ophthalmic console, a patient experienced posterior capsule rupture which occurred in the phacoemulsification mode. The procedure was completed using the same console. The surgeon implanted a three piece intra-ocular lens (iol) and completed the procedure. The patient did not have any edema on the post-operative examination on days one and three. The patient is doing well post-operatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the fluidics module and the fluidics controller printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was evaluated under the same service record and found to meet specifications. As no problem was found with the system, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).